Event description:
It was reported that this right ventricular (rv) lead exhibited isolated spikes in the pace impedance measurements with two additional spikes which were high and out of range. The physician will continue to monitor the patient. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
The lead remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this right ventricular (rv) lead exhibited isolated spikes in the pace impedance measurements with two additional spikes which were high and out of range. The physician will continue to monitor the patient. No adverse patient effects were reported. The lead remains implanted.